Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product or logs were returned for evaluation. A failure mode of "placement signal issues" was added for investigation to include potential issues with the sensor. The root cause of the placement signal issues cannot be definitively determined as no product or logs were returned for evaluation and limited clinical details were provided. The root cause of the optical signal issues cannot be definitively determined as no product or logs were returned for evaluation and limited clinical details were provided. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted for circulatory support. During support, a ¿placement signal unreliable¿ alarm occurred. Despite this, the patient remained hemodynamically stable and continued to receive effective support from the pump.